Event description:
It has been reported to the MFR that after several inflations and deflations the balloon was not holding pressure. It was leaking from the wire, it appeared that the microseal valve was not closing properly because it was inflated and deflated so many times. The case was completed successfully.